Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads, a cracked case-corner of belt clip rails near the battery tube compartment, a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no battery anomaly noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No battery anomaly or power error 25 alarm, low battery alert and replace battery alert/replace battery now alarm noted recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: 06/10/2023 06:39:00.000, 06/10/2023 06:49:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: 06/10/2023 06:50:04.000. Power loss alarm was recorded and found in the formatted history file on: 06/10/2023 06:50:31.000. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 10-jun-2023 in the formatted history file.  Pump error 53 alarm was recorded and found in the formatted history file on: 06/10/2023 06:50:29.000. Pump error 53 alarm (file number: 2005 line number: 5632) was confirmed due to software error. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back of the pump. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer) was confirmed. Customer alleged for battery anomaly was not confirmed. However, pump error 53 alarm (file number: 2005 line number: 5632) was confirmed according in the formatted history file due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack on the back of the pump. Troubleshooting was performed and found that retainer ring was not damaged but pump was not accepting batteries. No harm requiring medical intervention was reported. The customer had discontinue to use the insulin pump and the device was returned for analysis.